Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was not able to fully graft. The motor, bearing pack, o ring, seal, reciprocating arm, and hinge throttle gasket were replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device was in need of repair for an unknown reason. Investigation found that the device was not making a complete cut. No adverse event was reported as a result of this malfunction.